Event description:
It was reported that the patient experienced urethra atrophy and recurring incontinence with this artificial urinary sphincter (aus). A replacement surgery was performed in which all components were removed and replaced, and the cuff was implanted in smaller size. No further patient complications were reported.